Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test and force sensor test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 300 mg/dl at the time of incident, the current blood glucose of the patient is 487 mg/dl and 500 mg/dl. Customer treated with insulin pump. The customer declined troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose level event.the device will be returned for analysis.